Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt while filling the cartridge with insulin. Another cartridge was successfully filled. Customer did not recall blood glucose level (between 54-500 mg/dl).